Event description:
Per the clinic, the patient experienced drainage at the implant site. On (B)(6) 2015 the site was drained and the patient was prescribed a 21 day course of bactrim oral antibiotics. On (B)(6) 2015, the first course of oral antibiotics was stopped and levaquin oral antibiotics was prescribed. Subsequently on (B)(6) 2015, the device was explanted due to infection.

Manufacturer narrative:
(B)(4).